Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified an issue with the system's host pc. As part of the troubleshooting, the fse installed a new host pc and hard disk, but the issue was not resolved. Further analysis revealed that the problem was caused by a faulty cable connection in the network switch. The fse restored the network cable connection, and the system was returned to use in good working order.

Manufacturer narrative:
Additional manufacturer narrative: philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and identified that the system did not start due to a windows error. As part of the troubleshooting, the fse attempted to reinstall the software of the host pc, however this was unsuccessful and the host pc was replaced. After replacing the host pc, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system does not boot up. The device was not in clinical use.

Event description:
It has been reported to philips that the system does not boot up. The device was not in clinical use.